Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on 2023. The product was evaluated. An external visual inspection was performed and passed due to needle not being missing or detached from applicator. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.